Event description:
It was reported that 10ml of fixed water was injected. Pale blood was discharged from urine. The patient did not like the catheter being fixed, so rehabilitation pants were put on without fixing it. The patient was informed that the catheter had came out when straining to defecate and the catheter was handed back with the fixed water still inflated. Upon closer inspection, one side of the foley catheter was bulging, and it was pointed out that that may had been the cause . No medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 10ml of fixed water was injected. Pale blood was discharged from urine. The patient did not like the catheter being fixed, so rehabilitation pants were put on without fixing it. The patient was informed that the catheter had came out when straining to defecate and the catheter was handed back with the fixed water still inflated. Upon closer inspection, one side of the foley catheter was bulging, and it was pointed out that that may had been the cause . No medical intervention was required.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The returned device was functionally tested, and the product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Pfmea ra87p017 rev 12 (overnight leaching of foley catheters) was reviewed for this investigation. The failure mode is addressed in step/item #4. A potential root cause for this failure mode could be allergic reaction in patient. Based on information in the fmea, the risk of this failure is low. Current controls in place are adequate to mitigate this failure mode. A review of the device labeling has been conducted for investigation purposed. The IFU is attached on the investigation overview element. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d, e, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.